Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: 1-black box shows no evidence of por events. Battery compartment and cap are undamaged and able to fit. The pump¿s base is cracked between the keypad and the case seal. Evidence of moisture corrosion is observed on the display screen inside the pump. Leak test failed due the base crack leak. The pump powers up with auditory and vibration to a blank screen, unable to adequately investigate reported ¿power¿ complaint. Pump¿s cover was removed, further moisture corrosion was found to the cgm module, the display screen flex/contact, and to the keypad connector. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.